Manufacturer narrative:
Continuation of d10: product ID: unknown non-medtronic, product type: guidewire medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the end of a pulsed field ablation procedure, the guidewire movement was not as expected. When the catheter was removed, a tissue-like object was found in the guidewire lumen when it was flushed. It was surmised by the physician that the tissue-like object was likely heart tissue, but not a thrombus. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.